Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the tactisys quartz log files and ensite precision case study were provided for evaluation. The tactisys quartz log file analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The ensite precision case study analysis revealed no contributing anomalies during the aforementioned period of excess force. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2182269-2017-00078. During a pulmonary vein isolation procedure, a pericardial effusion occurred. After completing isolation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion in the left atrium for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.